Manufacturer narrative:
Correction h10: the user facility submitted medwatch mw5117215 for this event (omitted on initial report). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were connection issues involving a clearlink system continu-flo solution set which also resulted in a backflow. These issues were further described as, ¿first, where the male to female connection site it is snapping when connecting causing a backflow. Second, leur lock connection will not come off¿. The issue occurred in an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.